Event description:
The doctor has indicated an non-integration of implants due to infection at tooth sites #20 and #20. The doctor remove the implants, curettage the sites and prescribed antibiotics.

Manufacturer narrative:
Visual inspection of the xifnt410 osseotite® tapered certain® implant 4 x 10mm returned product was inspected by the complaint investigator and no anomalies or defects were observed. Implant sterilization was verified prior to product release. DHR from this lot has been reviewed and no non-conformity related to the event reported was found. A technical root cause cannot be determined. Tooth locations were described as tooth #20 and #20. It should read tooth locations #20 and #21.

Event description:
Tooth site #21